Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during esophagogastroduodenoscopy (egd) banding procedure performed on (B)(6) 2021. During the procedure, the device would not fire after setup. The same issue occurred with the second speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.